Event description:
Pt enrolled into the trial. Index procedure performed in late 2007, with no injury to pt. Pt went to the ER in 2008 with report of possible septicemia and expired. Cause of death is not known.

Manufacturer narrative:
Please reference MDR 2183870-2009-00018 for the protege rx used in this procedure.